Event description:
The patient¿s wife reported questionable results were received from coaguchek xs meter serial number (B)(4). This medwatch is for strip lot number 20646421. Refer to the medwatch with patient identifier (B)(4) for the other strip lot number involved in the complaint. At 5:52pm, the result was 6.8 inr with strip lot number 20513921; at 5:57pm the result was 5.0 inr with strip lot number 20513921; at 6:14pm the result was >8.0 inr with strip lot 20646421. On (B)(6) 2016, the patient had been tested in the hospital and the result was 2.2 inr. The patient did not believe any of the meter results were correct. A new finger was used for each testing. The therapeutic range was 2.0-3.0 inr. The meter results were not reported to the doctor. The patient was not adversely affected. The patient was not anemic, took no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The suspect meter and strips were requested to be returned. Replacement meter and strips were sent. Relevant retention test strips (lot 206464) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.